Event description:
Doctor was using an instrument labeled as grasper mini straight tip straight shaft 2.7 mm. The jaws of the instrument would not open while the instrument was inside the patient's ankle/joint. The instrument was tagged and sent to spd. After spd cleaned and inspected the instrument, it was found that either a set pin or tiny screw was missing from the jaws of the instrument. Patient was to have x-ray at next office visit to verify screw was not left in patient. The patient did have x-ray and no metal or retained foreign object (rfo) was noted. Unclear what happened with the screw.